Event description:
It has been reported to philips that the flexvision images were frozen. The device was inside of clinical use at the time of the event. A philips field service engineer (fse) visited the site and confirmed the image processing computer (ippc) would was faulty and determined it would need to be replaced. After replacing the ipcc, the device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure got delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that images of the flexvision monitor are frozen. Review of the system log file showed that the connection towards the flexvision-pc is lost. Upon functional testing fse found that the flexvision pc and hard disk were defective which leads to lost communication of flexvision pc with the larger screen control pc. The fse replaced flexvision pc and hard disk. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.